Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The attorney alleges that the patient "suffered extreme physical injury and extreme emotional and psychological distress which includes an acute fear of sudden death" as a direct and proximate result of the acts and omissions of medtronic. Pt "continue to suffer from symptoms of heart palpitations, anxiety, and other debillitating injuries, which on information and belief will be permanent." Patient also alleged to suffer from post traumatic stress. (B)(6) 2011: an allegation from an attorney indicated the patient is deceased.